Event description:
The patient reported soreness at the implant site. The physician decided to explant the system due to possible infection. The physician stated that the incision never completely healed.